Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 07/14/2016 with the following findings: investigation revealed evidence of moisture corrosion near the keypad connector. (B)(6).

Event description:
The pump was returned for investigation. Investigation revealed evidence of internal moisture. This report is made based on results of investigation completed on 07/14/2016.